Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error alarmed during basic occlusion testing due to faulty force sensor. The insulin pump was unable to test for prime test and occlusion test due to motor error alarm. Motor was tested outside the device and passed. The insulin pump had scratched case, battery tube threads cracked, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 107mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.